Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged during clinic visit when the connector was noticed to have verdigris. The cause was unknown. There were no controller alarms or malfunctions noted. There was no patient related adverse events associated with the exchange. Patient was stable at home.

Manufacturer narrative:
A2 - patient age - correction. Manufacturer's investigation conclusion: the reported event of damaged power cable with green fluid was confirmed with the returned system controller (serial # (B)(6). Visual inspection revealed both strain reliefs is damaged with visible green/blue fluid. After testing was completed, the outer jacket was delayered, which revealed green/blue fluid underneath. Previous complaint history determined the green/blue fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The fluid ingress issue did not result in any atypical alarm during the evaluation. A root cause that led to the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also, under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.